Event description:
Pump was reported to have declared an altitude alarm. There was no reported impact to the customer¿s blood glucose level. Caller received tips from technical support for preventing altitude alarms and was able to resume insulin delivery with the original cartridge after the issue occurred earlier in the day.